Event description:
The system sample barcode reader on the advia centaur analyzer misread two patient samples. The patients sample ID that was transmitted to the laboratory information system (lis) was different than the sample ID on the sample tubes. The operator reprinted the sid labels and reran the samples, the sample ID's read correctly. Since the sid's read by the system did not match the lis, no patient results were reported. There are no known reports of adverse health consequences due to the system barcode reader having misread the sample barcodes.

Manufacturer narrative:
Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens filed the intial MDR 2432235-2012-00105 on 4/10/2012. Additional information: siemens has investigated this issue and found that the misreads were due to the customer produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.